Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient on a cobas e 411 analyzer (disk system).on (B)(6) 2026, the initial result was 77.30 miu/ml with flag.on (B)(6) 2026, a new sample was collected from the patient and the result was 10000 miu/ml with flag.the new sample was diluted and repeated twice and the results were 16.53 miu/ml with flag and 26447 miu/ml with flag.the sample was repeated without dilution and the result was >10000 miu/ml with flag.the sample was diluted again and the result was 26962 miu/ml with flag.the initial sample from (B)(6)2026 was repeated and the result was >10000 miu/ml with flag.the initial sample was diluted and repeated and the result was 32865 miu/ml with flag.

Manufacturer narrative:
The analyzer serial number is (B)(6).the qc recovery data provided was within specification.the field service engineer (fse) inspected the analyzer and replaced tubing.the investigation is ongoing.